Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va0vb1t, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0vb1t, implanted: (B)(6) 2015, product type: lead. Regulatory report originally submitted on 2016-aug-02. Resubmitted due to acknowledgement issues.

Event description:
Information was received from a consumer and a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the wires in the deep brain stimulator (dbs) were very "taunt" and they caused pain in the patient. Additional information received 2 days later from the health care professional (hcp) reported the patient first started to experience the symptoms in (B)(6) 2015 per their notes. All impedance readings were within normal limits. The cause of the taut wires was unknown as the patient hadn't been seen yet. The patient had experienced tightening and pulling from the wires to their head since (B)(6). The patient had complications with the wires of the dbs. The patient woke up on the day of report and experienced tightening and pulling from the wires to her head. It was verified that they did not experience a loss of therapy and it was not a connection issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.